Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown head; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Legal case involving a right tha revision surgery on stryker products with a hazard alert/recall. "On (B)(6) 2014, an MRI of the plaintiff's right hip demonstrated evidence of a synovitis with fluid both anterior and posterior to the hip implant, but little evidence of debris or particular disease. It was thought that this could be a response to metal fretting. On (B)(6) 2018, the plaintiff reported right groin area pain. An open lavage and debridement were performed along with an exchange of the femoral head component and the acetabular liner."